Event description:
It was reported to covidien on 07/09/2009, that a customer had an issue with a needle. Customer reports that the needle broke off when they took off the cap.

Manufacturer narrative:
(B) (4), an investigation is currently underway. Upon completion the results will be forwarded.